Event description:
It was reported that the epidural catheter separated during removal from the pt. A small piece was retained in the pt. After physician consultation, it was decided not to remove the piece of catheter. There were no add'l complications.